Event description:
It was reported via repair work order that the nurse call cable was damaged. It was further reported that the fowler would not lay flat due to a bent fowler weldment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported that the siderail was bent due to a damaged fowler weldment. Follow-up submitted as further investigation determined the siderail was still functioning properly. It was also determined that the fowler would not lay in a flat position due to the bent fowler weldment.

Event description:
It was reported via repair work order that the siderail was bent due to a damaged fowler weldment. It was further reported that the nurse call cable was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.